Event description:
After 1 1/2 hours into dialysis treatment, pt complained of chills, feeling bad. Pt developed chest pain, blue nail beds and shortness of breath. Oxygen initiated. Pt vomited, treatment discontinued and not restarted. Pre-treatment p96.8. Term reached high of 100.7 25 minutes after symptoms began. Vancomycin and gentamycin given. Discharged home. Dialyzed treatment difficult. No other pts or central system symptomatic. Rinse formaldehide and bleach. Namual certification.